Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and deflation.

Event description:
Healthcare professional reported left side "contracture," baker grade unknown and "deflating." The device remains implanted.

Manufacturer narrative:
Device evaluation: valve leak and/or damage. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported "contracture", "deflating", " visible rippling of the implant" and "valvular leak". This record is for left side. The device has been explanted.